Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a generator change-out procedure. Interrogation of the pulse generator prior to procedure noted that the right atrial (ra) lead exhibited noise. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received notes that the lead was oversensing noise resulted in inappropriate mode switch episodes.